Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The eval revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail, rendering the unit un-repairable. The failed electronic components were perceived by the customer as the reported symptom of "burnt and charred components".

Event description:
It was reported that a spectrum wireless battery module had burnt and charred components. It was also reported that there was no pt injury.